Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse cleaned the consumables bottle and probes. The saline bottle, cuvette, and mixer paddle were replaced. Cse performed a shutdown wash and precision testing resulted as acceptable. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated inorganic phosphorus patient result was obtained on an advia chemistry xpt. The initial result resulted in an error and was not reported to the physician(s). The same sample was repeated on an alternate avida chemistry xpt instrument and again on the initial instrument. The repeated result from the alternate advia chemistry xpt instrument was considered discordant. The repeated result from the initial instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated inorganic phosphorus patient result.